Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual sample was received for evaluation. Visual inspection revealed that the actual sample distal tip had been fractured and lost. An inquiry about the missing piece was sent to the involved user. The broken distal half of the actual catheter sample sticking on a competitor's guidewire (called sample 1 in this report). The distal end of sample 1 was located on the guide wire at approximately 435 mm from the distal end of the guide wire. The broken proximal half of the actual catheter sample (called sample 2 in this report). Visual, magnifying and x-ray fluoroscopic inspections revealed that the length of the outer layer; sample 1: the outer layer from the distal end to the fracture end measured approximately 240 mm in length with the generation of elongation on approximately 10 - 240 mm (the fracture end) from the distal end of the shaft; sample 2: the length of the outer layer form the fracture end to the distal end of the strain relief measured approximately 1300 mm. The length of the outer layer, therefore, is approximately 1540 mm in total. The normal total length of the outer layer of this product code should be approximately 1500 mm. The outer layer of the actual sample was found to have been elongated by approx. 40 mm. This implies that the actual sample was subjected to pulling force on the section around 10 - 240 mm. The length of the reinforcement: sample 1: the reinforcement from the distal end to the fracture end measured approximately 1755 mm; sample 2: it was found that the reinforcement inside the shaft was missing, and the total length of the reinforcement is approximately 1755 mm. The normal total length of the reinforcement of this product code should be approximately. 1540 mm. The reinforcement of the actual sample was found to have been elongated by approximately 215 mm. This implies that the actual sample was subjected to pulling force on the section around 10 - 240 mm. Fracture cross section of the outer layer: the configurations of the fracture cross sections of samples 1 and 2 were found to match each other. This indicates that there is no portion missing from the returned actual sample. Sample 1: magnifying inspection of the distal section found that the distal 0.8 mm was missing with the fractured edge having been elongated. This indicates that this section was exposed to pulling force. Some reddish-brown foreign substance was found adhering circumferentially between the distal edge sample 1 and the guide wire surface. An attempt was made to withdraw the competitor's catheter from sample 1, only to fail. Qualitative analysis by ft-ir of the reddish-brown foreign matter found that it had a peak which was very similar to that of protein. From this, the foreign substance is most likely to be blood clot. The outer diameter of sample 1 was measured on the undamaged section and confirmed to meet the specifications. O/d at approx. 5 mm from the distal end: actual sample (on the undamaged section)=0.65 mm; the factory-retained sample from the involved product code =0.65 mm; the outer diameter on the section where the elongation of the outer layer occurred was found to have become smaller than that of the factory-retained sample from the same product type as follows: o/d at approximately 140 mm from the distal end: actual sample(elongated section)= 0.64 mm. The factory-retained sample from the involved product code =0.74 mm. A review of the device history record and the shipping inspection records of the involved product code/lot# combination was conducted with no findings. IFU states: remove the product, the guide wire and the guiding catheter altogether if any resistance is felt while withdrawing the product. Before inserting / withdrawing the product, clean the surface of the guide wire with gauze moistened with saline solution. Advancing / withdrawing the product over a guide wire with residual blood on its surface or a guide wire which is not fully wet may result in separation or break of the product. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample and the competitor's guide wire became stuck to each other on the actual sample's distal section due to the presence of some clots which had got into the space between them. In this state, the actual sample was subjected to pulling force in the direction of withdrawal. Consequently, the outer layer of the actual sample got elongated first and then fractured. After this, the reinforcement started to elongate at the point the outer layer had got fractured and finally came off the proximal shaft. The elongation generated on the outer layer and reinforcement of the actual sample reinforced the sticking of two devices and the distal tip of the actual sample got fractured when an attempt was made to release the sticking devices by pinching the actual sample on the section adjacent to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
During introducing of the ptca wire (prowater, asahi), it became stuck in the fine cross. It was not possible to push it forward or retreat. In further manipulation attempts, the fine cross broke in the middle, both parts remained on the wire. Everything was removed together with the wire out of the vessel, no parts remained in the vessel/ in the patient. There was no patient harm nor was there further complications. The device was changed out for the equal materials; therefore, there was about 10 to 15 mins delay, to change the devices. Following the event, the patient was treated as intended. Additional information was received on august 27, 2019. "There may be a possibility that the minimal part of the actual catheter sample remained on the blue sterile drape. That is only a guess".